Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A tear was also noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the distal face of the seal remains unknown. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During an atrial fibrillation ablation procedure, the valve from the 13f agilis was leaking following transeptal. The sheath was exchanged and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3, h2, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal, consistent with a design-related issue, and on the slit of the seal, for which the cause remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This follow-up report includes updated investigation conclusion information and updated investigation conclusion coding.